Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that pt had experienced a hypoglycemic event after pt had made insulin therapeutic adjustments based only on her cgm value of 329 mg/dl, which is a practice against cgm's user's guide recommendations. Pt ended up being hospitalized in the ER. During a follow-up call with dexcom technical support, pt reported that she was doing better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.